Event description:
Revision surgery was performed.

Event description:
It was reported that the patient experienced an adverse reaction to metal debris and underwent an undetermined surgical intervention involving hospital admission on (B)(6) 2015.

Manufacturer narrative:
(B)(4).